Manufacturer narrative:
(B)(4). Pen needles were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer reported complaint for inaccurate dispense of pen needles. Customer stated that he was unable to administer the correct amount of medicine. No medical attention was needed as a result of being unable to administer their medicine. The customer feels well and did not report any symptoms. No injury or negative reaction to the product was reported by the customer. Customer did not state that the needle was broken or bent.